Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address), and to provide the completed investigation results. As of 17mar2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: sales manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not open properly, and the anchor was not sated/deployed; therefore, the physician removed the device from the vessel completely. There was minor patient injury. Additional information was received on 26nov2024: the event occurred during use on the patient/during placement.